Manufacturer narrative:
The device is not expected to be returned. An investigation has been initiated based on the reported information.

Event description:
The device is not expected to be returned. A licox unit was placed on the patient. While the patient was being lightened from sedation and sat up abruptly, the oxygen probe slid out of the bolt housing. Although the nurse and her colleagues present at the time, noted the device was secure at the board and cables were secure to the board, and the shoulder to reduce tension and provide security, the oxygen probe still slid out. The other two remaining probes remained intact for temperature and intracranial pressure monitoring.